Manufacturer narrative:
The customer reported that all alarms on the central nurses station (cns) were turned off. Customer was instructed to turn the alarms to on in the menu/vital alarms settings, which resolved the issue. This issue was not related to the malfunction of the device but rather a use error on the customers part. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that all alarms on the central nurses station (cns) were turned off.